Event description:
According to the user, the clips of the anastoclip did not close properly when the surgeon attempted to clip the duramater.

Manufacturer narrative:
We did not receive the anastoclip for investigation since it was discarded by the user. Hence, we could not conclusively determine the root cause of the reported malfunction. A batch record review of the complaint unit could not be performed at this time since the lot number was not provided to us. Please note that during the in-process inspection, a sample of these clips from each unit is inspected to ensure the gaps between the tips of the clips are within specification. Likewise, a sample of these clips are also discharged on a test fixture to ensure the clips hold onto the test fixture properly.